Event description:
It was reported that the patient had an increase in seizures whenever their autostimulation was enabled. No other relevant information has been received to date.

Event description:
Information was received from the physician noting that the seizures were due to an external factor (not vns) and were likely due to patients menstrual cycle. The patients seizure rate is about the same or below pre-vns baseline levels. The patients autostimulation was programmed off and depakote was increased.